Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results a visual examination of the returned complaint device found the balloon and the catheter did not show visual defects. The rx tunnel of the device was noted to be detached, thereby confirming the reported event. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the device was removed from the patient after successful dilation, it was noted that the black rx tunnel unknowingly came off from the catheter into the scope. It was then discovered when an extractor balloon had experienced resistance advancing down the scope channel, which resulted in the rx tunnel being pushed out of the tip of the scope and being visualized on the endoscopy screen. Reportedly, the scope and the detached piece that remained attached to the scope were removed from the patient together. The procedure was completed using the extractor balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the device was removed from the patient after successful dilation, it was noted that the black rx tunnel unknowingly came off from the catheter into the scope. It was then discovered when an extractor balloon had experienced resistance advancing down the scope channel, which resulted in the rx tunnel being pushed out of the tip of the scope and being visualized on the endoscopy screen. Reportedly, the scope and the detached piece that remained attached to the scope were removed from the patient together. The procedure was completed using the extractor balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.